Manufacturer narrative:
Device evaluated by MFR.: only the main coil was returned for evaluation. Inspection of the main coil observed that the coil was stretched and kinked. The fiber bundles had blood residues and the interlocking arm was detached and was missing. Dimensional inspection of the main coil were all noted to be within specification. Inspection of the remainder of the device presented no other damages or irregularities.

Event description:
Reportable based on device analysis completed on 12-jun-2019. It was reported that th coil detached prematurely within the catheter and could not be deployed. The target area was located in the abdominal aneurysm cavity. A 15mm x 40cm .035 interlock cube was selected for use. During procedure, it was noted that the coil unlocked within the catheter. Subsequently, the coil could not be deployed thus the coil was removed with the catheter. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable. However, device analysis noted a detached main coil interlocking arm.